Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2008 - the patient underwent surgery for repair of a ventral hernia. A bard ventralex hernia patch was implanted to repair the hernia defect. On (B)(6) 2014 - due to abdominal pain, nausea and "other severe symptoms," the patient underwent an additional surgery to remove the ventralex mesh which allegedly became displaced and wadded up. The attorney alleges the patient experienced pain, additional surgical procedure, explant, nausea, disability and severe and permanent injury.

Manufacturer narrative:
Addendum to the previous information. This supplemental emdr is being sent to provide the manufacture and expiration date for the ventralex mesh used. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2008 - the patient underwent surgery for repair of a ventral hernia. A bard ventralex hernia patch was implanted to repair the hernia defect. 08/08/2014 - due to abdominal pain, nausea and "other severe symptoms," the patient underwent an additional surgery to remove the ventralex mesh which allegedly became displaced and wadded up. The attorney alleges the patient experienced pain, additional surgical procedure, explant, nausea, disability and severe and permanent injury.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum to the previous information. This supplemental emdr is being sent to provide the manufacture and expiration date for the ventralex mesh used. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Addendum: this supplemental MDR is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Over 6 years post implant of ventralex mesh, the patient experienced abdominal pain and recurrence of hernia and underwent excision of the "wadded" mesh. T is unclear what "wadded" and "caked" means, as after 6 years the mesh would have been expected to be well incorporated with tissue ingrowth. In addition, while imaging noted "displaced" mesh, however mesh migration was not noted in the explant operative report. Review of manufacturing records confirms product was manufactured to specification. The instructions-for-use supplied with the device lists hernia recurrence as possible complications. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2008 - the patient underwent surgery for repair of a ventral hernia. A bard ventralex hernia patch was implanted to repair the hernia defect. (B)(6) 2014 - due to abdominal pain, nausea and "other severe symptoms," the patient underwent an additional surgery to remove the ventralex mesh which allegedly became displaced and wadded up. The attorney alleges the patient experienced pain, additional surgical procedure, explant, nausea, disability and severe and permanent injury. Addendum per medical records: (B)(6) 2008 - patient underwent CT scan which confirms the ventral hernia and scheduled for open repair. Per the operative report details, ¿it measured approximately 5x6 cm and was circular in nature. A dense hernia sac was encounter" a ventralex mesh was used for the hernia repair. The ptfe side of the mesh was placed toward the omentum and bowel. The mesh was placed under the fascia and was sutured. (B)(6) 2014 - the patient developed abdominal pain, nausea, weight loss, abnormal dysfunctional uterine bleeding and recurrence of hernia and underwent mesh excision. Per the operative report details,¿the subcutaneous tissue was dissected down to the level of the fascia and the mesh was felt, including the wadded portion¿omentum was caked to the mesh¿the mesh was just opened in the midline with heavy scissors¿I extracted the mesh.¿ the mesh was removed from the midline and a piece of non-bard/davol mesh was chosen. Attorney alleged that the patient experienced pain, recurrence, mesh migration, mesh shrinkage, emotional injuries and mesh explant.